Event description:
It was reported that within a couple of months of implant, the patient developed pericardial effusion and a pneumothorax. It was determined that the atrial lead had perforated the atrium. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated, and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: concomitant products 4076 lead, implanted: (B)(6) 2014. (B)(4).